Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a 1 ml fluid leak from the front diluter of the coulter hmx analyzer with autoloader. Customer reported that the leaked fluid spilled on the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the blood sampling valve sample probe wipe failed to evacuate diluent rinse during clean cycle due to a pathway obstruction. The fse cleared the obstruction and replaced the tubing through pinch valves pv40, pv35 and pv49 to resolved the issue.

Manufacturer narrative:
(B)(4).